Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 4196-88, lead, implanted (B)(6) 2009; 4547-45, lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. This device was included in a field action and returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient received inappropriate therapy and presented to the emergency room (ER). The right ventricular lead was fractured and a lead integrity alert had triggered 8 days prior to the shock. Noise, high pace/sense impedance and low high voltage impedance, and oversensing were noted. The patient had been using a drill and painting over the previous 7-10 days and a visible kink at the rib/clavicular junction was noted on x-ray. Initially the lead was reprogrammed and then it was explanted and replaced. No further patient complications have been reported as a result of this event.